Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The patient was seen in the hospital following the episode. The device was programmed to primary sensing vector. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes, and discussed the option of reprogramming the sensing vector to secondary. Small signal amplitude measurements were observed in secondary, however, sensing was noted to be appropriate. The physician elected to leave the sensing vector programmed to primary and the patient was discharged. Additional information was received that review of the presenting s-ECG three weeks later in the remote home monitoring system, showed an usual artifact while still in primary sensing vector. Ts recommended system replacement due to the inability to establish the root cause of the artifacts. The field representative indicated that the physician was considering replacing the system with a transvenous implantable cardioverter defibrillator (ICD) system. Additional information was received that the physician plans to continue monitoring at this time. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The patient was seen in the hospital following the episode. The device was programmed to primary sensing vector. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes, and discussed the option of reprogramming the sensing vector to secondary. Small signal amplitude measurements were observed in secondary, however, sensing was noted to be appropriate. The physician elected to leave the sensing vector programmed to primary and the patient was discharged. Additional information was received that review of the presenting s-ECG three weeks later in the remote home monitoring system, showed an usual artifact while still in primary sensing vector. Ts recommended system replacement due to the inability to establish the root cause of the artifacts. The field representative indicated that the physician was considering replacing the system with a transvenous implantable cardioverter defibrillator (ICD) system. Additional information was received that the physician plans to continue monitoring at this time. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The patient was seen in the hospital following the episode. The device was programmed to primary sensing vector. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes, and discussed the option of reprogramming the sensing vector to secondary. Small signal amplitude measurements were observed in secondary, however, sensing was noted to be appropriate. The physician elected to leave the sensing vector programmed to primary and the patient was discharged. Additional information was received that review of the presenting s-ECG three weeks later in the remote home monitoring system, showed an usual artifact while still in primary sensing vector. Ts recommended system replacement due to the inability to establish the root cause of the artifacts. The field representative indicated that the physician was considering replacing the system with a transvenous implantable cardioverter defibrillator (ICD) system. Additional information was received that the physician plans to continue monitoring at this time. No additional adverse patient effects were reported. This device remains in service. It was reported that tachycardia therapy was programmed off in this s-ICD approximately 8 months ago and monitoring was continued. The electrode was noted to have migrated/shifted to the right. An electrode revision procedure was planned, however, the patient also requested replacement of this s-ICD. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.